Manufacturer narrative:
Device evaluation by MFR: the complaint device was not returned by the customer, nevertheless the customer did provide pictures related to the complaint, where is possible to observe in the pictures that the distal tip section was kinked with a section of the core wire exposed due to the polymer jacket detached. If the complaint device is returned later, the investigation will be opened in order to address the additional evidence.

Event description:
It was reported that distal tip detachment occurred. The target lesion was located in the posterior tibialis artery. A 300cm straight tip v-14 short taper control guide wire was used in a percutaneous transluminal angioplasty procedure. However, the tip of the device was detached. The device was removed and the procedure was completed with this device. There were no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
Device evaluation by MFR.: the device was returned for analysis. Unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The device was received and the polymer jacket was detached from the distal tip and the distal section was kinked. No other issues were noted in the device. Under microscope was confirmed the polymer jacket was detached and the distal tip was kinked. The outer diameter of the distal, middle and proximal sections of the device are within specifications.

Event description:
It was reported that distal tip detachment occurred. The target lesion was located in the posterior tibialis artery. A 300cm straight tip v-14 short taper control guide wire was used in a percutaneous transluminal angioplasty procedure. However, the tip of the device was detached. The device was removed and the procedure was completed with this device. There were no patient complications nor injuries reported and the patient status was stable.

Event description:
It was reported that distal tip detachment occurred. The target lesion was located in the posterior tibialis artery. A 300cm straight tip v-14 short taper control guide wire was used in a percutaneous transluminal angioplasty procedure. However, the tip of the device was detached. The device was removed and the procedure was completed with this device. There were no patient complications nor injuries reported and the patient status was stable.